Event description:
Philips received a complaint from the customer a reporting a battery malfunction on the v60 ventilator. The device was not in clinical use. There was no report of harm. Investigation is ongoing.

Manufacturer narrative:
A philips field service engineer (fse) performed a preventative maintenance (pm) device evaluation and battery replacement was necessary to return the device to full functionality. Once the battery became available, a philips authorized service provider (asp) replaced the battery. The asp confirmed there was no device malfunction. The battery was replaced due to age. Per the philips service manual, the recommended timetable for battery replacement is every 5 years. The battery replacement is based on the date of manufacture recorded on the battery label. The battery age is also viewable in the diagnostic mode on the system information screen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.